Manufacturer narrative:
(B)(4). A2: 65-69 years old. D10: unknown - unknown persona femur - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on unknown date. Subsequently, the patient underwent a manipulation under anesthesia on an unknown date. Attempts have been made and all available information has been provided